Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and a video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the stent was displaced outwards and exposed beyond the outer sheath. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation but the provided photos and video confirmed the reported premature activation of the stent graft. Also the safety clip was visibly removed. Based on the evaluation of the provided photos and video, the investigation is closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instruction for use state that "there is also a removable safety clip that prevents premature outer sheath retraction". Regarding precautions, the instruction for use states: "the delivery system can function only after the safety clip is removed and the tuohy-borst valve is loosened. This should not be done until the stent graft is about to be released". H10: d4 (expiry date: 01/2023), g3. H11: h6 (device, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent graft placement procedure, the stent was displaced outwards and exposed beyond the outer sheath. The procedure was completed using another device. There was no patient contact.